Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).